Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing elevated blood glucose (bg) levels between 190-600 (mg/dl) and large ketones. Manual injections were used to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.